Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with moderate tortuosity, heavy calcification and 99% stenosis. After a non-abbott guide wire crossed the lesion, the 2.25 x 28 mm xience prime stent delivery system (sds) was advanced to the lesion but failed to cross. When being retracted, the sds met slight resistance and the proximal part of the stent implant was found to be flared. A 2.25 mm non-abbott stent was advanced and implanted. There was no significant delay in the procedure reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.